Event description:
The injector flow rate was set for 2.0 cc/sec. And the injection site was the anticubital fossa. The syringe was loaded with 95 ml of contrast and the eda (extravasation detection accessory) was enabled. At the conclusion of the injection, it was noted that very little contrast was visible on the scan. An extravasation, estimated to be approx 70 cc's, was noted to the top of the patch running up the arm. The pt was advised to apply heat and keep the arm elevated.